Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to rotator cuff tear. Attempts have been made and no further action required.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review, this event will be reported under the humeral head as the stem has been determined to not be related to the event. Please see medwatch:0001822565-2021-03263 for complaint reportability. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.